Event description:
It was reported that the patients ipg was located under a fold in the skin causing pain at the implant site and difficulty connecting to the charger. Surgical intervention was undertaken on (B)(6) 2026, where the ipg was repositioned. Therapy was restored post-operation.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.